Event description:
It was reported that the programmer and the analyzer would not power on. Both were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer and the analyzer would not power on. Both were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power on and it was attributed to the link electronic module board, which was then replaced and calibrated. Analysis also found that the system fan and the power supply were noisy and they were both replaced, and that the stylus was missing so one was added and calibrated. (B)(4).